Event description:
Literature was reviewed regarding transcatheter aortic valve implantation (tavi) in the first 500 patients at a single center. The study population included 500 patients who were predominantly male with a mean age of 80 years old. Multiple manufacturer¿s devices were implanted in the study population; 436 patients were implanted with a medtronic evolut r or evolut pro bioprosthetic tavi valve, and one patient with a degenerated mosaic surgical valve underwent a transcatheter valve -in-surgical valve implant procedure. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all tavi patients, clinical observations included: post-implant moderate to severe aortic regurgitation, arrhythmia requiring permanent pacemaker implant, stroke, left/right ventricle perforation, annular/aortic rupture, aortic dissection, coronary occlusion, bleeding complication requiring intervention, and pericardial effusion requiring pericardiocentesis. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: noc et al. Transcatheter aortic valve implantation in the first 500 patients: a single-center retrospective study. Croat med j. 2024 oct 31;65(5):424-430. Doi: 10.3325/cmj.2024.65.424. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.